Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air water channel and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The foreign material was possibly silicone which can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.